Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
It was reported that this pacing lead was attempted to be implanted for left bundle branch area pacing (lbbap). The lead initially appeared to be positioned at the his bundle, but the lead failed to capture at 6.0v in bipolar. The physician attempted to reposition the lead, but the helix was not able to be retracted even after more than 30 turns of the fixation tool. The physician was able to remove the lead by rotating the lead body, and the helix was finally able to be fully retracted once outside the patient. The physician believed the lead was unstable and requested a new one to complete the procedure. No adverse patient effects were reported. The attempted lead was expected to be returned for analysis.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis. This lead was returned to our post market quality assurance laboratory with the helix mechanism in a retracted position. Visual inspection found dried blood/tissue around the helix. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Detailed analysis did not reveal any abnormalities; the helix extension/retraction difficulties were likely caused by the helix housing being clogged with dried blood/body fluid and tissue. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the failure to capture that was observed during the implant procedure.

Event description:
It was reported that this pacing lead was attempted to be implanted for left bundle branch area pacing (lbbap). The lead initially appeared to be positioned at the his bundle, but the lead failed to capture at 6.0v in bipolar. The physician attempted to reposition the lead, but the helix was not able to be retracted even after more than 30 turns of the fixation tool. The physician was able to remove the lead by rotating the lead body, and the helix was finally able to be fully retracted once outside the patient. The physician believed the lead was unstable and requested a new one to complete the procedure. No adverse patient effects were reported. The attempted lead was expected to be returned for analysis.